Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2016-01736 pertains to the first device used. It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under local para-cervical block. According to the complainant, the patient was noted to have a bicornuate uterus. The physician was able to visualize one of the patient's ostia in the cavity and achieved a good cervical seal. Approximately, a minute and half into the ablation phase of the procedure the patient verbalized she felt heat and began to move. Fluid was seen leaking out of the patient's cervix (approximately 30-50cc) soaking the 4x4 gauze. The physician pulled the sheath out of the patient's uterus without pausing the machine. The cavity was flushed with cool saline. It was reported that the patient sustained two small burns and were treated with neosporin. Additional information received from the clinician confirmed the patient received a first degree. The patient has been in for follow up exam and noted to be healed. The physician will be performing a second hta procedure on the patient.